Event description:
Customer reported that the rj11 clip will not stay connected to the sensor receptacle. The customer did not provide a date when this was discovered and there was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. A pin in the rj-11 receptacle is bent but not touching any other pin. The bent pin prevents the sensor form connecting as it should to the receptacle. The "record" functions works but the message plays with background noise. When using the magnet, the unit passes functional tests. Note: instructions for use state: check that the rj11 plug on the sensor cable is not damaged (plug broken, or wires disconnected) and is securely connected to the alarm. (B)(4).